Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56cm. Model #: sc-4319, lot #: 18972676, description: clik x MRI anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site following a fall wherein the sutures were torn. The infection was due to suture breakage. The patient was prescribed antibiotics and underwent an explant procedure.